Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep installed the sbc upgrade. New harddrive, software, and calibration files. The system functions as intended.

Event description:
The customer reported that the system would not boot up.